Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. It is not unexpected for a patient to develop pain, swelling, or decreased range of motion after surgery. Additionally the hematoma resolved without intervention; therefore, this complaint will be routed to not a complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: france customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned

Event description:
It was reported a patient had an initial right acl repair. Subsequently, the patient developed a hematoma causing increased pain and restriction of mobility.